Manufacturer narrative:
Serial number: is the serial number of the pump. Lot #: is the lot number of the cartridge. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's father reported that the pt has experienced elevated blood glucose levels (400 mg/dl) and has had ketones multiple times in the past week. The pt's father reports that air bubbles have been found in the cartridge over the past month. Confirms following proper technique to fill the cartridge.